Event description:
Customer received discrepant vancomycin results for one pt sample. Sample was collected on (B) (6) 2009 and sent in a pour off tube from the pt's care facility to this facility. Sample was tested on (B) (6) 2009. The initial result for this sample was 53. This result was reported. The sample was repeated twice. Only one repeat value of 19.7 was provided. An amended report with a vancomycin result of 19.7 was called to the nursing staff of the pt's care facility. Units of measure were not provided. Customer said all other tests results are okay. Pt was not affected, and no treatment had been performed on the pt. If add'l info is received, appropriate notification will be provided.